Event description:
It was reported that the patient had been feeling pain in her legs since 3-4 weeks prior to report. The patient also had a loss of therapeutic effect, stating that the therapy had not managed her symptoms ¿recently.¿ if the patient did not take imodium, she would have an accident. It was later reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted. Additional information received from the patient reports her ins (stimulator) and lead were explanted in (B)(6) 2016 because the device never worked for her. Event date was (B)(6) 2014. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.